Manufacturer narrative:
An event regarding elevated ion levels involving a metal head was reported. The event was confirmed. Method and results: product evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: review of medical records by a consulting clinician noted: "on (B)(6) 2011 a primary right total hip arthroplasty was performed for a diagnosis of degenerative joint disease of the right hip...after an uneventful postoperative course she was noted to have bilateral trochanteric tenderness with elevated sed rate and crp on (B)(6) 2013. The sed rate was 30 (normal being 2 to 15) and crp was 20.8 (normal being 0 to 3.0). On (B)(6) 2013 an aspiration of the right hip was performed for a diagnosis of status­ post right total hip arthroplasty. The operative report describes general anesthesia. Image intensifier was utilized and aspiration of 5 ml of fluid was sent to the lab. An uncomplicated procedure was noted. Gram stain noted no organisms and no growth was noted on (B)(6) 2013. On (B)(6) 2014 it was noted she "complained of right hip, buttock and low back pain with some weakness". It was noted x-ray was "unchanged ... May have trunnionosis. Get MRI." On (B)(6) 2014 a report of a bilateral MRI of the hips states, "conclusion: (1) extensive periprosthetic signal abnormality, left greater than right, most consistent with adverse reaction to metal debris; (2) left gluteus minimus, right gluteus minimus and right gluteus medius tendons appear partially torn; (3) partial tears of hamstring tendons, left greater than right, where a small to moderate amount of associated marrow edema is noted." On (B)(6) 2014 it was noted, "increased pain right groin and buttock ... Sed rate normal... Aspiration normal ... Cobalt and chromium serum levels increased. Plan: revision." On (B)(6) 2014 a right total hip arthroplasty revision, in which changing the head and debriding a pseudotumor and repair of the abductors was performed for a post-operative diagnosis of trunnionosis with pseudotumor and corrosion of the head taper junction. An operative report describes spinal anesthesia and notes, "large amount of brown fluid from joint ... Large amount of pseudotumor, tissue in abductor muscle and joint ... Debrided ... Moderate amount of trunnionosis ... Black material noted when head removed ... Trunnion no pitting, no deformity ... New ceramic head and sleeve ... Repaired gluteus medius, minimus and maximus tendons." Uncomplicated surgery was described and the patient was subsequently discharged on (B)(6) 2014. Toe surgical pathology report, gross, notes five pieces of tan, pink, yellow tissue from 2.5 x 1.5 x 1- centimeters up to 5 x 2 x 2-centimeters. The microscopic diagnosis was "dense connective tissue ... Demonstrating reactive/reparative changes and focal mild chronic inflammation". On (B)(6) 2014 a posterior dislocation of the right hip was treated with closed reduction. No documented subsequent problems with the right hip are noted. ...on (B)(6) 2011 an ap of the pelvis and ap of the right hip demonstrate the left hip to be unchanged and the right now has an uncemented total hip arthroplasty with two screws in the acetabulum. The hip is reduced and the components are in nominal position. On (B)(6) 2013 an ap spot film of the right notes a needle in the joint, but is otherwise unchanged. ...the MRI of (B)(6) 2014 of both hips was reviewed on cd. This is a poor quality study with limited metal artifact reduction making evaluation of periprosthetic structures limited. Bilateral trochanteric bursal fluid collections are noted along with abnormalities in bilateral gluteal minimus and the right gluteus medius and left hamstring muscles consistent with partial tears. This is not diagnostic of altr or pseudotumor. The indications for the right total hip arthroplasty revision is not clear since non-specific MRI changes, elevated cobalt/chromium levels in a patient with three large joint arthroplasties, and "black material" only noted within the head/trunnion junction without damage to the trunnion and no histopathologic diagnosis of pseudotumor are noted. The single documented dislocation three months post-operative after revision surgery and muscle repair is not unusual and a recurrence is not documented. While the modular rejuvenate stem has been recalled due to corrosion problems at the neck/stem junction, the monolithic stem used in this case is not subject to this potential problem. In the absence of examination of the explanted component, there is no evidence that this clinical situation was the result of trunnionosis or factors of faulty component design, manufacturing or materials." Product history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: review of medical records by a consulting clinician confirms elevated cobalt chrome levels as noted: "after an uneventful postoperative course she was noted to have bilateral trochanteric tenderness with elevated sed rate and crp on (B)(6) 2013. The sed rate was 30 (normal being 2 to 15) and crp was 20.8 (normal being 0 to 3.0)...the indications for the right total hip arthroplasty revision is not clear since non-specific MRI changes, elevated cobalt/chromium levels in a patient with three large joint arthroplasties, and "black material" only noted within the head/trunnion junction without damage to the trunnion and no histopathologic diagnosis of pseudotumor are noted. The single documented dislocation three months post-operative after revision surgery and muscle repair is not unusual and a recurrence is not documented. While the modular rejuvenate stem has been recalled due to corrosion problems at the neck/stem junction, the monolithic stem used in this case is not subject to this potential problem. In the absence of examination of the explanted component, there is no evidence that this clinical situation was the result of trunnionosis or factors of faulty component design, manufacturing or materials." Additional information such as examination of the explanted components are needed to further evaluate and determine a root case. If devices or additional information become available, this investigation will be reopened. Not returned.

Event description:
Plaintiff alleges the right rejuvenate monolithic hip implanted on or about (B)(6) 2011 failed causing pain and elevated metal ion levels, which required a revision surgery on or about (B)(6)2014. Suit filed in (B)(6).